Event description:
Information was received that during use of this smiths medical cadd administration sets, the pump exhibited error and appeared to have a bump in the tubing line. No reported adverse effects or patient injury.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd administration set was returned for analysis. Visual inspection was performed under normal conditions of illumination and light marks could be observed on pump align on the area where pump made contact. The sample received was primed connected to a cadd solid pump in order to look for unusual function; the pump was set running and the alarm was not activated, also no alarm was activated. Based on the evidence, the complaint was not confirmed, and no fault was found.